Event description:
The dentist reported that after dental implant was installed in intra-oral region #5 it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed.